Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. No unexpected insulin flow blocked alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 31 mmol/l. It was reported that the customer had high blood glucose levels of 23 mmol/l at the time of incident. Customer experienced the symptoms such as nausea, vomiting, abdominal pain and difficulty breathing as a result of high blood glucose and feel ok to trouble shoot. Customer has been using insulin pump system within 48 hours of reported high blood glucose event and also treated with insulin drip. Customer was not alleging that the insulin pump was under delivering and declined additional trouble shooting. The insulin pump will not be returned for analysis.